Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the detached cutting wire using a retrieval device. Imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned autotome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked and broken from the proximal pierce hole, which are consistent with the findings when the device was observed under magnification. Additionally, the working length was kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Additionally, the working length was kinked, this problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the autotome and the scope (hitting against a hard surface). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke in the center of the cutting wire and fell into the patient. It was reported that the detached part was successfully retrieved. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the detached cutting wire using a retrieval device. Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 during the procedure, the cutting wire broke in the center of the cutting wire and fell into the patient. It was reported that the detached part was successfully retrieved. The procedure was completed with different device. There were no patient complications reported as a result of this event.